Event description:
It was reported that a dexcom g7 cgm repeatedly disconnected from and reconnected to the ilet, and the user required assistance replacing and pairing a new sensor that then entered warmup. Symptoms included no reported adverse health effects and no impact to blood glucose. Outcomes included successful replacement guidance and recommendation to contact the cgm manufacturer for a sensor replacement. Investigation included troubleshooting and education provided by support. Investigation of this case revealed pairing instability between the cgm and ilet, with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.